Manufacturer narrative:
Upon visual inspection of returned part it was found that the part is : (B)(6). Inspect data added. Di # (B)(4).

Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate